Manufacturer narrative:
This report is submitted on may 01, 2018. (B)(4).

Event description:
It was reported the device was explanted due an infection. Additional information has been requested; however has not been made available as of the date of this report.